Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a transurethral resection procedure on (B)(6) 2024, sparks were seen projecting out of uh801 cable at connection point with working element. However, no injuries were reported and no sergical delays.

Manufacturer narrative:
Per investigation by the manufacturing site: the display of remaining 20 cycles seems to be a defect on the rfid chip. This is most likely, because the sales rep of ksus has confirmed the use with autocon iii uh400 as well as the counter didn't reduces the remining uses during the inspection at complaint investigation. Because the signs of wear of the cable, it could be assumed, the cable has more than 20 reuses. Therefore, the electrical safety was no longer given which leads to the defective seen on the pictures in investigation section. The high current, provided by the hf generator, leads the bad connection to spark and consequently the isolation to break. Therefore, the defect can be rated as wear and tear by aging. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. This event is filed under internal complaint ID (B)(4).